Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed and the insulin pump passed the test. However, while the customer was staying in the hospital, she was found in bed unconscious due to low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.